Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the first two right ventricular (rv) lead helix could not be retracted, and thus were explanted and replaced by a third rv lead which remains in use. The physician then attempted to place the first right atrial (ra) lead, however, there were issues with the lead helix and the lead could not be extracted intra-operatively, so it remained inactive in the patient until it was explanted five days later. A second ra lead was implanted during the initial procedure, but post-operatively, was noted to have dislodged and was revised the following day. Two days after the revision, the ra lead dislodged a second time, and two more days later it was explanted with a noted helix issue and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.